Event description:
An ophthalmic assistant reported, a refractive surprise following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product that release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/08/2010 and 10/20/2010 by fax, phone and mail. Additional info was received by phone. A completed questionnaire has not been received. (B)(4).